Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the ribbon cable not fully seated on the connector of the power integrated module (pim) board. The ribbon cable will be reseated to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.